Event description:
A user facility reported that an intraocular lens (iol) was exchanged for the same model lens at two weeks postoperatively. Additional information was received from the office manager who reported, the lens was exchanged due to it being the wrong power. There was no problem with the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).